Manufacturer narrative:
Additional information: b5, b6. B5: upon follow up, it was reported that on an unknown date, the patient was discharged from the hospital and the patient recovered from peritonitis. It was reported that on an unknown date retraining for break in aseptic technique was done. It was reported that the pd therapy was put on hold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized for another indication. The patient was treated with unspecified antibiotics for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was not retrained on proper aseptic technique (pending). No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.